Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: g2. The fse replaced the top lcd display assembly (d160-00-0127). The unit passed all functional and safety test in accordance with the manufacturer's specifications. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 16 dec 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: (B)(6) display top lcd. This part was received with a reported unit failure message of ¿lines across the screen.¿ the failure analysis and testing department performed a visual inspection, and the parts was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed display top lcd, into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Observed lines across the screen. The fat dept. Verified the failure message of ¿lines across the screen.¿ display top lcd failed testing. Retaining display lcd in the fat dept. Per procedure (B)(4). The root cause could not be definitively isolated; however, the failure is most likely due to internal component reliability issues within the lcd assembly, based on functional failure with no visible external damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the getinge fse found that cardiosave intra-aortic balloon pump (iabp) display had two lines across the screen. There was no patient involvement.